Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and will boot test was performed and the receiver failed due to perpetual rebooting. A receiver download was retrieved and attached and the receiver failed due to perpetual rebooting. A receiver functional test was unable to be performed due to perpetual rebooting. The receiver case was opened and the ui pcba board was detached and the receiver log was downloaded. The receiver log was reviewed and showed loss of connection on date of issue greater than 20 minutes. Diagnostic chart and logs tab showed several incidents of loss of connection due to screen out of range alarm and no antenna. Pairing/calibration test was unable to be performed due to perpetual rebooting. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.